Event description:
It was reported through remote transmission that oversensed noise was observed. The patient was asymptomatic and the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.